Event description:
At implant, the surgeon questioned whether or not a homograph and aortic root replacement should be performed. The pt had aortic root problems and ingrowth into the coronary arteries prior to implant. The mechanical valve was selected. The pt showed problems one day post-operatively. At explant, neoplasms were noted to be on the valve. A homograph and aortic root replacement were performed at explant of the mechanical valve. The surgeon stated this event was not valve-related.